Event description:
Customer's mother reported that the numbers were ramping on the insulin pump's screen. Customer's mother removed the insulin pump's battery and the numbers began ramping again. Caller reported that the insulin pump may have recently been exposed to rain. Blood glucose level was 156.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).